Manufacturer narrative:
Citation: ding d, wang c, wu d.. Comparison of flow diverter devices and endovascular coiling to treat intracranial aneurysms with an incorporated branch: a retrospective cohort study. The journal of international medical research 53(12), 3000605251404769. 2025. D oi:10.1177/03000605251404769 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature no unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ding d, wang c, wu d. Comparison of flow diverter devices and endovascular coiling to treat intracranial aneurysms with an incorpora ted branch: a retrospective cohort study. The journal of international medical research. 2025;53(12):3000605251404769. Doi:10.1177/03000605251404769 literature was reviewed regarding the comparison of flow diverter devices and endovascular coiling to treat intracranial aneurysms with an incorporated branch. The time frame of this study was january 2015 to december 2023. The study included 29 males and 34 females with mean age of 50.5 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped). No deaths were reported in either treatment group. It was noted that the ped was successfully deployed in all 63 procedures. Adjunctive coils were deployed in 37 of the 63 procedures, and one aneurysm required balloon assistance. Among patient adverse events included: -one patient in the ped group experienced a procedure-related complication (ischemic event). In this case, the aneurysm incorporated the ophthalmic artery and was treated with a ped¿coil strategy. The patient developed headache, nausea, and vomiting upon awakening from general anesthesia. Magnetic resonance imaging revealed focal ischemia. The incorporated ophthalmic artery remained patent at immediate angiography and during latter follow-up. The ischemia area was not supplied by ophthalmic artery; therefore, it was considered the focal ischemia was unrelated to the incorporated branch. -37 patients had incomplete occlusion -16 patients had occluded branches no further information was provided pertaining to medtronic products.